Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for valve assembly difficulty. The cause of the event cannot be determined at this time as it is likely that the valve assembly could have unscrewed from the sheath hub from the sheath hub at an unknown time pre usage at the clinical facility. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Occupation - director of cardiovascular. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when they opened a 6 fr destination sheath the stopcock was not secure in the packaging and fell on the floor. A new destination sheath had to be opened. There was no patient injury, medical/surgical intervention required. Additional information was received on 23april2021: the patient was in stable condition; the product packaging issue did not affect the procedure. The procedure was completed successfully using a second destination. The procedure performed was a heart catheterization. This occurred before the patient was loaded in the cath lab room. The staff was getting the room ready and opened the destination to have it ready to go. This is when the stop clock fell out of the packaging because it was not secure.